Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that there was a leak at the pump segment. The leak occurred "in the bottom portion of the pump tubing segment loaded in the pump." The drug infusing at the time was chemotherapy at 25cc/hr. There was no clinician or patient harm. It was reported that the event did not cause a delay that significantly impacted patient care. The event occurred in the bmt unit.